Manufacturer narrative:
Additional data: b5: the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -13.00/+4.0/072 (sphere/cylinder/axis) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2020 but the problem was not resolved, so the lens was explanted. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was due to patient related factor/unknown. The patients eye post-op is quiet, well vaulted, no edema, formed chamber, patent pis, good vision and plano refraction. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens, in the patients right eye (od). Approximately 2 weeks later, the lens had rotated 90 degrees and the patient indicated "shaking his head too much". The surgeon rotated the lens back into position. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.